Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, after the clip was deployed, the device was difficult to remove from the patient anatomy. In accordance with the instructions for use, the access ports were used to facilitate device removal. Manual arterial compression and a femostop were used to achieve hemostasis. A 6fr sheath was used. After device removal the clip was noticed on the distal end of the device. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the starclose se was received fully clip deployed and in the access port retracted configuration. The deployed clip was returned captured within the vessel locator assembly. The sheath was fully slit and undamaged, the delivery tube was undamaged and properly aligned and there was no detected handle damage. All four vessel locator wings (vlws) were broken and the pusher body joint was intact. Inspection of the clip determined the clip was undamaged. Inspection of the vlws indicated all material was returned and all wing attachments were secure. The handle was opened and there was no anomaly detected. The captured clip on the end of the device confirmed the reported event. Damaged vlws can be caused by numerous factors including, but not limited to manufacturing, user technique and anatomical conditions. During manufacturing, the lot is visually inspected for proper vlw manufacturing, deployment and retraction. Additionally, a sampling of completed starclose se units from the lot are functionally and destructively tested to verify proper device operation. Anatomically, the patient was reported to have mild calcification, determined through an angiogram, and this likely contributed significantly to the reported event and the received condition of the device. The probable cause for the event was a combination of anatomical issues, a calcified artery and user error deploying the device in a calcified artery. Per the instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. Additionally, under special patient populations, the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there have been no other incidents reported for difficult device removal or a deployed clip captured on the distal end of the device. Based on the investigation, there was no product lot quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the perclose proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.